Event description:
Problem: long term degradation of ultra-high molecular weight polyethylene joint replacement implant components during storage. Action: do not use joint replacement implant components containing uhmwpe: if they are over five years old (compared with the date of MFR or sterilization indicated on the label); or if they have passed their indicated expiration date, if this is less than five years. Check all stocks and isolate affected products to prevent future use. If any joint replacement implant components do not include a MFR/sterilization date (from which the duration of storage can be calculated) and/or an expiration date on their labels, contact the MFR to establish the age of the implants and then take action. Background: laboratory studies have shown that sterilizing uhmwpe joint replacement implant components by gamma irradiation causes polymer chain scission resulting in the generation of free radicals. In the presence of oxygen, oxidative degradation occurs and this has been shown to progress with time, although the rate of oxidation can vary substantially, depending upon a number of factors. One such factor is the amount of oxygen inside the implant pack during and subsequent to sterilization. Over time, this oxidation can lead to a degradation of mechanical properties in the implant component, including brittleness and a greater susceptibility to wear. Some studies suggest that this progressive degradation accelerates after about 5 years of implant storage in contact with oxygen. The mda has received several reports of joint replacement implant components containing uhmwpe becoming brittle and failing after storage for long periods of time. A number of mfrs have already chosen to state expiration dates on the labels of their joint replacement implant components. This decision may have been made due to concerns about packaging degradation compromising the continued sterility of the products after long term storage, or in order to prevent aged uhmwpe products from being implanted. More recently, some mfrs of uhmwpe joint replacement implant components have addressed the problem of oxidative degradation of the polymer by placing the implants in sealed packs under vacuum or in inert gas atmospheres prior to gamma irradiation. Alternative sterilization methods are now also being used in some circumstances.